Event description:
It was reported the patient's pump had a confirmed motor stall. The motor stall was noted in the event logs in 2008 with no motor stall recovery noted. The patient was sleeping at the time the stall occurred. An alarm was heard. The alarm was a dual tone alarm like the critical alarm. No single tone alarm was heard prior to hearing the critical alarm. There was no emi present. The patient had last had a pump refill around halloween. The patient denied any recent magnetic therapy or procedures. Troubleshooting was being considered and attempts were being made to contact the managing physician. The patient remained asymptomatic and denied any changes in therapy. The patient was taking no oral pain medications. The following day, the patient began going through "withdrawals" and was being rushed to the ER due to the withdrawal symptoms (unspecified). The drug used in the pump was unknown. The patient's physician confirmed the patient had not had any recent MRI's. The pump was updated. The motor stall message still occurred. The pump was reportedly not functioning and a roller study was being considered. The patient was given oral medications due to the loss of pain control. Nine days later, it was reported the oral medications had improved the patient's pain. The patient's family had noted at approximately seven days later, the patient was sleeping more, and there was no alarming from the pump. The oral medications were stopped. The pump was interrogated and based on a log entry it was found the motor stall had recovered. The patient was doing then doing well. It was unknown if the pump was going to be replaced.

Manufacturer narrative:
.